Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since a month the patient experienced a shocking sensation. When the patient was not experiencing this shocking sensation the patient received effective therapy. This sensation was only felt when the ins was on and when the patient lies down in bed or was doing the dishes. The patient did not experience a fall. It was not completely clear yet where exactly the patient was feeling the shocking sensation, in the pocket or at the electrode site. In addition, the impedances were measured and were all in range except for contact 9 which shows a high impedance value. However, electrode 9 was not programmed. It was not yet tried to reprogram a different electrode combination.

Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the troubleshooting performed was: other program, program adaptive stim (as), and impedances were okay. The cause was unknown. The action taken to resolve was other program. The event resolved.

Manufacturer narrative:
G9: the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.